Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement greater than 125 ohms. Observed an increase in pace impedance measurements within normal limits on both channels, and increased thresholds. The health care professional (hcp) will continue to monitor. No adverse patient effects were reported. The device remains in service.